Event description:
A renegade hi flo catheter was used for a therapeutic procedure. It was reported that when the product came off the holder, the hub became broken. The hub burst during usage with the power injector.